Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer had not addressed their bg level at the time of troubleshooting. Tandem technical support instructed the customer to disconnect from the site and attempt a bolus delivery, which did not succeed. The customer reverted to manual dose injection.